Event description:
4/19/2000 pt. On hemodialysis for 30 min. & leaking noted from atrial line. Pt. Complained of shortness of breath. Oxygen increased. Possible air emboli to surgery later in day for removal of perma-cath. New perma-cath inserted. (Repair kits had been recalled.)o2 sats - 94%